Event description:
It was reported that post operative of an unknown procedure, the device fired successfully and the cartridge was left in the patient. The patient returned for surgery for a reoperation and retrieval of the cartridge. No additional information is available at this time. Additional information was retrieved:it was indicated that the chief of surgery reported a patient where the cartridge was left in. The operating surgeon is unknown. He indicated that the device functioned as intended and the patient was believed to have returned to the or post op to have the cartridge retrieved. Additional information was retrieved: the surgeon used the device and five white reloads for an lavh. One of the reloads was left inside of the patient. Reload was subsequently retrieved at abbott hospital. The patient needed an additional surgery to retrieve the reload.

Manufacturer narrative:
Date sent: 11/10/2009: information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.